Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported the cgm reading was 2.9 mmol/l and the bg reading was at 6.3 mmol/l when she was found unconscious by her family. It is unclear if the values reported occurred before or after the loss of consciousness. No treatment information or subsequent condition of the patient was provided. The event occurred 2 days after the sensor had been inserted. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.